Event description:
During a laparoscopic assisted total vaginal hysterectomy, when using multi-fire endo gia with first reload unit, the base silverpiece of multi-fire endo gia broke off. Reload unit and silverpiece retrieved through the scope by the surgeon. The manufacturer was notified by the or staff and by purchasing. All lot numbers pulled from stock. Original pieces of equipment sent to ecri for evaluationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.